Manufacturer narrative:
This report is submitted december 30, 2019. - attachment: [156931 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on 06 november 2019.

Event description:
It was reported that the device was explanted (date not reported) due to poor performance with device. The patient has not been re-implanted with a new device.